Manufacturer narrative:
The initial reporter was a getinge technician. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th march, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, upon the maintenance activities being performed on the device, the large collision marks were found on the boom. Based on photographic evidence the paint was peeling from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 28th march, 2024 getinge became aware of an issue with one of surgical lights - powerled 700/700. As it was stated, upon the maintenance activities being performed on the device, the large collision marks were found on the boom. Based on photographic evidence the paint was peeling from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The correction of d4 catalog # and model #, serial #deems required. This is based on the internal evaluation. Previous d4 catalog # and model # ard568370937. Corrected d4 catalog # and model # ard568370936/ard568370937. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6)/(B)(6). Previous d4 brand name # powerled 700. Corrected d4 brand name # powerled 700/700. The issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00265) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00261). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00261).

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled 700/700. As it was stated, upon the maintenance activities being performed on the device, the large collision marks were found on the boom. Based on photographic evidence the paint was peeling from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 28th march, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, upon the maintenance activities being performed on the device, the large collision marks were found on the boom. Based on photographic evidence the paint was peeling from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.